Event description:
During a regular follow-up, the pacemaker was unexpectedly programmed with nominal settings. Reportedly, user pressed a button aiming at resetting pacemaker's diagnostic memories, which led to nominal programming. An explanation of this behavior is requested.

Manufacturer narrative:
On (B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.